Manufacturer narrative:
Additional details were received confirming this lead was exhibiting intermittent fluctuating impedance measurements ranging from 200-400 ohms. Intermittent loss of capture was also observed. A boston scientific technical services consultant discussed the clinical observations with the caller who stated the physician will continue to monitor this patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting functional undersensing, pacing inhibition and pacing impedance measurements less than 200 ohms on the atrial channel. A revision procedure was performed and the associated device was removed from service and replaced. This atrial lead produced normal test results with the replacement device. No adverse patient effects were reported.